Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2010, a 31mm epic valve (mitral) was successfully implant in a patient. It was reported that on (B)(6) 2022, the heart team of the hospital decided to perform a transseptal valve in valve procedure with an unknown device due to "degeneration of mitral bioprosthesis resulting in severe failure" that was confirmed after revision of diagnostic investigations. The patient is stable.

Manufacturer narrative:
An event of degeneration of mitral bio-prosthesis resulting in severe failure and requiring valve-in-valve procedure was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.